Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified 1st obtuse marginal (om) artery. The 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation, however, on unspecified inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with the placement of a 2.5x24 promus premier stent. No patient complications were reported and the patient's condition was fine.